Event description:
Procedure: cholecystectomy. According to the reporter: pt was admitted to the hospital for elective laparoscopic cholecystectomy. During the clipping of the cystic duct. The clip misfired two to three times causing an incomplete closure which resulted in macerated cystic duct. The surgeon had to use a harmonic scalpel in an unconventional fashion and seared the duct closed. As the surgeon removed the stapler, it got stuck in the port and broke as it came out. The surgeon discontinued using the clips on the cystic artery and used the harmonic scalpel inserted. Event abated after use: yes.

Manufacturer narrative:
(B)(4). This was received as a maude event report referencing report number (B)(4).